Event description:
It was reported that while use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem: 441916 - instrument max clinical; ct2087; false positive (covid19).

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are receiving false positive results on bd sars-cov-2 assay. Field service was dispatched. Field service replaced the reader. Field service performed a successful qualification run. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined it the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem 441916 - instrument max clinical (B)(6) false positive (covid19)